Event description:
It was reported that when the customer attempted to make an exposure, the control panels blink but there is no exposure being made. (Lock up) however, after rebooting the system it began to function. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image processing computer. The system operates as intended.